Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: synergy ous mr 3.50 x 12mm stent delivery system catheter was returned for analysis. A visual examination of the stent found signs of stent damage. A stent strut from the distal end of the stent was lifted and pulled distally from its crimped position. The undamaged stent outer diameter was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no issues. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 08-apr 2020. It was reported that crossing difficulties encountered. The target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 3.50 x 12mm synergy ii drug-eluting stent was selected for use. However, during procedure, the device failed to cross due to calcium lesions. The procedure was completed with a different device. There were no patient complications reported and the patient's status was stable. However, returned device analysis revealed stent damage.